Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was not detected on bus and failed to release. A field service engineer (fse) found multiple half height cubie pockets failed and missing from the medication application configuration. The row board cable connections were reseated, and all cubie trays and pockets were reseated. Testing was performed, and all pockets and the drawer were successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.1 cubie pocket b1 to b5 not detected on bus and cubie pocket b6 failed to release, which located on vc10wtx1es. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.